Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a hole in the patient's suprapubic catheter tubing and urine was leaking. A nurse was called to the home and found the suprapubic catheter tubing severed from the balloon port and leg bag. They were unable to remove the water from the balloon, as there was no port to attach the syringe. The nurse requested another team member to assist, and an attempt was made to remove water from the balloon with a needle and syringe; however, they were unable to. They attempted to remove the suprapubic catheter, however, there was too much resistance. The emergency number was called and an ambulance was requested. The patient was sent to the emergency department to have the catheter removed. The patient first had a suprapubic catheter inserted on (B)(6) 2014, as a result of traumatic penile hypospadias, secondary to the use of a urethral catheter. The catheter regarding this complaint was inserted on (B)(6) 2021. The pre-filled syringe was used when inserting. The tubing was ruptured above the port for inflating and deflating the balloon.